Event description:
Initial report: this non-serious spontaneous case report from another country was reported by a physician to our local affiliate. This case involves a female pt who received one vial of poly-l-lactic acid (sculptra) therapy in 2009 for cosmetic reasons. Relevant medical history and concomitant medication info were not mentioned. Six weeks after treatment, the pt developed small nodules. The nodules were treated with corticosteroid injections which led to a reduction in size, but not complete resolution. Approx two weeks ago, the nodules started to grow again and became very large. Poly-l-lactic acid therapy was not discontinued. A ptc (pharmaceutical technical complaint) was initiated.